Manufacturer narrative:
In response to FDA report number: mw5089540. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿11 months passed with a constant illness flu sore throats headaches, muscle pain, chronic fatigue, palpitations , depression, hip pain gum pain then I¿m diagnosed with an autoimmune disease I¿ve had years of ill health , gall bladder problems, stomach problems, bone pain nasal pain puffiness all over¿, ¿hearing about the product recall and finding out my implants are on the list I have realised that the implants are making me ill. In 2017 I found many small pea size lumps in my left breast and had a scan they said the implant had a capsular, and that it had moved hence all the tiny lumps", and "I have lumps ripples and a capsular contracture on my left". The device remains implanted. This device relates to the left side.